Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. A load step malfunction was duplicated during the investigation. A force calibration check. The force sensor pin was found to be cracked. The keypad was peeling off from the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.